Event description:
The patient reported, he was unable to locate his ipg with multiple charging systems. The patient stated, he has stimulation and is able to establish communication with the patient programmer. The sjm rep is to meet with the patient as the next course of action.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.